Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged rewind anomaly found on (B)(6) 2021. Pump passed the self-test, however failed the rewind test, thus unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 38 noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 38 (stuck motor alarm) on aug 04, 2021 at 17:18, 17:36, 17:38, 17:40, and 17:44 in the pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was taken to the test bench where it rewound with pump error 38 alarm was noted. The following were noted during visual inspection: cracked retainer, cracked case on battery tube, cracked battery tube threads, and cracked case above arrow and battery icon. Customer alleged for rewind anomaly was confirmed with a pump error 38 (motor motion alarm). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer was able to clear the alarm but was not able to rewind the insulin pump. Customer stated when they first had a insulin pump error, the insulin pump restarted. When customer was about to rewind the insulin pump they got the error again and the insulin pump restarted again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged rewind anomaly found on (B)(6) 2021. Device passed the self-test, however failed the rewind test, thus unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 38 noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 38 (stuck motor alarm) on aug 04, 2021 at 17:18, 17:36, 17:38, 17:40, and 17:44 in the pump downloaded history. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was taken to the test bench where it rewound with pump error 38 alarm was noted. The following were noted during visual inspection: cracked retainer, cracked case on battery tube, cracked battery tube threads, and cracked case above arrow and battery icon. Customer alleged for rewind anomaly was confirmed with a pump error 38 (motor motion alarm). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.